Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. It was reported the patient died with cause of death noted to be adenocystic carcinoma with metastases. Additional information is being requested.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separation, distal conductor blood/body fluid (not obstructed), proximal conductor blood/body fluid (not obstructed), outer insulation cosmetic depression. Full lead returned and analyzed.